Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place. The doctor plans on performing a six month periapical review prior to placing a permanent restoration.